Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 147 mg/dl and 450 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. The customer stated that the insulin pump had unexpected power loss alarm. Customer was able to clear the alarm. The insulin pump will be returned for analysis.